Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. No frequent or recurring occlusion issues were reported, and no additional assistance was necessary. Case was closed by technical support.